Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the alarms were unable to be reproduced during testing. The system controller, serial number: (B)(6), log file was reviewed, and timestamps spanned (B)(6) 2025. The log file captured backup battery fault alarms throughout the data reviewed due to the backup battery not passing its load test. The onset of the alarm was not captured, so the exact reason that the backup battery did not pass its load test could not be determined. A driveline disconnect alarm was captured which appeared consistent with the reported system controller exchange. The backup battery fault alarms did not prevent the controller from supporting the system as intended while the driveline was connected. No other notable events were observed within the log files. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis. The backup battery (serial number: (B)(6) was also returned in an unremarkable condition. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended during analysis. The reported alarms were unable to be reproduced during testing. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 2 ¿ ¿system operations¿ and the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that backup battery fault alarm occurred and did not resolve after exchanging emergency backup battery. System controller exchange was performed, which did resolve alarm.